Event description:
The customer reported the probe would not cut. Add'l info received stated, the probe primed and the aspiration was working. The probe did not cut during surgery. The probe was switched out and the case was completed. No pt injury was reported.

Manufacturer narrative:
The probe has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).